Manufacturer narrative:
To date, the lead remains in service and the explanted device has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be detached. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that during a routine follow up this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed noise and oversensing on a stored electrogram (egm). A revision procedure was performed and the device was removed from the subpectoral region. Upon extraction of the device; force was applied to remove the can. The physician noted, that the header broke from the device and blood was in the device header. After visual inspection of the device a connector block failure was observed. No adverse patient effects were reported. The device was explanted and replaced while the lead remains in service.